Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported an energy error during refractive treatment of the left eye. The error was confirmed and treatment was continued. Additional information requested.

Manufacturer narrative:
During an on-site visit the fse (field service engineer) was able to confirm the customer reported event. To fix this issue fse replaced several parts and successfully completed system verification to specification. The root cause is worn components, specifically worn optic parts. The manufacturer internal reference number is: (B)(4).